Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were confirmed as the light guide lens was broken, discolored, and dirty. Additional findings include: the plastic distal end cover was cracked so the insulation resistance at the front end did not meet the standard; waterproof was not available due to the electrical connector being cracked; there was a scratch on the charged coupled device lens; the bending section cover adhesive was off, and the connecting tube had wrinkles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was a broken light guide lens on the evis lucera duodenovideoscope. The device was inspected before use. The intended procedure was diagnostic and was completed using a similar device. No patient harm was reported. The device was returned and evaluated, and the light guide lens was dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the refurbish record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that dirt was found inside the light guide lens but the dirt could not be conclusively identified. As the dirt was found adhered to a part other than an external surface, it could not be removed by reprocessing. It is likely one of the following caused the reported event; physical stress from hitting or dropping the distal end, chemical stress from solutions used, the adhesive around the light guide lens had peeled off, and/or moisture had entered inside the light guide lens which led to corrosion. The event can be detected by handling the device in accordance with the following instructions for use (IFU): instruction manual evis lucera jf/tjf type 260v operation manual "chapter 3 preparation and inspection" shows how to detect the event. Olympus will continue to monitor field performance for this device.